Event description:
Dr. Manolidis was performing a decompression of patient's facial nerve through left intratemporal fossa approach. While using our tuftex embo cath, the balloon broke off in patient. This required the patient to undergo further CT imaging of head and neck, with potential for intracranial hemorrhage. The procedure was a left intratemporal fossa approach to skull base tumor, facial nerve decompression. The patient required a CT of both head and neck due to the potential of intracranial hemorrhage. The balloon was retrieved during the procedure.

Manufacturer narrative:
We have not received the complaint device for evaluation since the device is being retained by the site. Hence, we could not conclusively determine the root cause of the reported incident. The surgeon was able to retrieve and remove the balloon during the procedure. According to the IFU that is provided for this product, the tuftex embolectomy catheter is indicated for the removal of arterial emboli and thrombi. The tuftex embolectomy catheter should not be used for endarterectomy, dilating vessels or venous thrombectomy. The device in this event was used for a facial nerve decompression, which is considered off label use. The product is not intended to be used in nerve decompression procedures. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident.